Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder's jaw boot broke off in the patient's leg and had to be retrieved. No additional incision was required. The harvester used another hemopro device. But there was no energy being delivered and no power output. The staff powered it on and off, unhooked the cable and reconnected it back on but still no energy. A third replacement hemopro device was used to complete the procedure. The hospital did not report any patient complications. This report is for the second device.

Manufacturer narrative:
Investigation results: a visual inspection showed no non-conformances were found with the hot jaw boot or the cold jaw boot. The hemopro device was tested to verify the functionality by connecting it to a reference power supply, then the device was repeatedly turned on and off while the jaws were wedged into a saline soaked gauze pad. Due to the steaming and sputtering coming from the closed hemopro jaws, it was concluded that the device was functioning correctly. The reported failure was not confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.